Event description:
It was reported that the external pulse generator (epg) failed to sense properly. It was further noted that the biomedical engineer thought he was able to confirm this on the atrial side. In addition, the lower liquid crystal display(lcd) was missing lines, possibly caused by not enough power for the lower lcd. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the generator failed to sense properly. Analysis did confirm that the lower liquid crystal display (lcd) was missing lines. Analysis also found that the upper and lower case halves were broken and contaminated, the knobs, battery release and lead flex cover were contaminated, the bail covers and ring cover were broken, that the bails had sheathing over them and were contaminated, the ring was bent, the battery drawer was broken, the serial number label was torn, the battery release was contaminated as was the lead flex cover, the atrial and ventricular cables were twisted, and the heart lead connector was stained and had contamination. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) failed to sense properly. It was further noted that the biomedical engineer thought he was able to confirm this on the atrial side. In addition, the lower liquid crystal display (lcd) was missing lines, possibly caused by not enough power for the lower lcd. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) failed to sense properly. It was further noted that the biomedical engineer thought he was able to confirm this on the atrial side. In addition, the lower liquid crystal display(lcd) was missing lines, possibly caused by not enough power for the lower lcd. The epg was returned for repair. There was no patient involvement.